Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1017887 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1017887, test base part number 190-430 / lot 1017887. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017887 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown sample or swab type. Repeat testing was performed and generated negative results. Confirmation testing with pcr generated negative results; CT values not provided. The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.